Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the system was not set to the correct time it was approximately four minutes slow. The technical support specialist was initially unable to dial into the device. The customer rebooted the unit, but remote access remained unsuccessful. However, upon further observation, the system time automatically corrected itself and displayed the accurate time. The system functioned as intended after the technical support specialist completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had time incorrect. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.